Event description:
According to the reporter, during an open breast surgery procedure, while in the breast tissue, the device was stuck when clipped. It did not open and then locked. They had to open another device and fire on both sides of it and cut it out. The patient is fine.

Manufacturer narrative:
Correction: brand name: premium surgiclip ii, model: 134051, catalog: 134051. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, no major delays or blood loss.